Event description:
The customer contact reported that the device did not sound an audible alarm tone during an alarm condition. The device was returned to the biomedical engineering department with an unsigned note that indicated that the device displayed an unspecified alarm for distal occlusion with no audible alarm tone. No tracking info was provided; therefore, specific pt information, pump programming, or event details were not available. During testing at the user facility, the device intermittently did not sound an audible alarm tone during an alarm condition. There were no reports of any adverse pt events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).